Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient was receiving baclofen 200 mcg for a total dose of 11.68298 mcg/day. It was indicated that the patient does not want the pump anymore due to loss of effectiveness. The pump was permanently shut down on (B)(6) 2019. The outcome of the event resolved without sequelae on (B)(6) 2020. The clinical diagnosis was loss of effectiveness. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The event date was updated to (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported the pump was explanted without replacement on (B)(6) 2020. The reason for the modification was the patient's choice. The reason for not replacing the product was due to the system initially controlling the symptoms, but they lost effectiveness. It was unknown if there was any impact to the patient. It was unknown if there was any medical or intervention required to prevent permanent injury or impairment. There was no assessment for product/therapy/procedure relatedness made. The patient's medical history included hypertension, diabetes, neurogenic bladder, low testosterone with history of male erectile disorder, depression, migraine, seasonal allergies and insomnia. The event date was (B)(6) 2020. No further complications were reported/anticipated.